Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls experienced molding defects -shorts shots on barrel. The following information was provided by the initial reporter: this is a report about molding defect (air bubbles) of syringe. The customer uses this product for covid vaccination. According to the customer's report, air bubbles can be seen in the plastic part of the barrel (below the 2ml scale) and were first seemed to be scratches. This issue is observed in several syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-30. Investigation summary: samples and photos were provided to our quality team for investigation. Through visual inspection, the syringes were observed to have air bubbles embedded in the barrel. A device history review was performed for reported lot 2006014 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Retained samples of the same lot were used for additional evaluation, no air bubbles or other defects were observed within the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, air bubbles may occur during molding process due to air entrance in the mold. Injection machines are periodically subjected to maintenance and cleaning programs. Molding parameters recorded in the device history record have been reviewed, all parameters are found to be within the validated process parameter window per procedure. This is a cosmetic defect and the product functionality is not impacted. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the syringe 1ml ls experienced molding defects -shorts shots on barrel. The following information was provided by the initial reporter: this is a report about molding defect (air bubbles) of syringe. The customer uses this product for covid vaccination. According to the customer's report, air bubbles can be seen in the plastic part of the barrel (below the 2ml scale) and were first seemed to be scratches. This issue is observed in several syringes.